Event description:
It was reported that the patient presented for a routine change of the pulse generator. During the procedure, the pacing-dependent patient went into asystole after the physician used an electrocautery tool was used. The device has been programmed to the pacing-only mode prior to the procedure. However, no pacing output was observed, and the patient required external pacing. The procedure was completed with the replacement device. The patient was stable.